Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that reservoir compartment was damaged and reservoir could no longer stay in place, which was causing high blood glucose. Customer's blood glucose was 300 mg/dl. Troubleshooting could not be performed due to customer not being available with insulin pump.